Event description:
The complainant reported the patient was on impella cp support. While on support, the patient's leg did not have distal pulses. The patient later had pedal dopplerable pulses in left leg where impella is. However, the patient still did not have pulses in right leg where impella is not, per nurse. The impella cp was replaced with the impella 5.5 and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿